Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. Claim #(B)(4).

Manufacturer narrative:
Method: medical review. Result: per medical review - lens tears can occur at any stage from manufacture to surgical manipulation. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic. Lens tore during insertion. Lens was removed with no patient injury. The incision was not enlarged and no suture required. Another lens, same model and size was implanted. Cause of lens tear is unknown.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Method - lens work order search. Results - visual inspection of the returned product found the lens optic cut in half. Half of plate haptic is torn off and missing. There was evidence of clear surgical residue on product. A lens work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).